Event description:
Country of complaint: (B)(6). Needle detaches during suturing.

Manufacturer narrative:
Samples rec'd: 180 unopened racepacks and 1 opened. There are no previous complaints of this code batch. There are no units in OEM stock. Rec'd 180 closed samples and 1 open and unused samples with the needle detached from the thread and the thread is still wound on the pack. Tested the needle attachment of the closed samples rec'd and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this prod had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.